Event description:
It was reported that during a da vinci-assisted surgical procedure, one of jaw piece of the 8mm harmonic ace assembly instrument fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken piece was retrieved in the same procedure. The instrument was inspected prior to use. The initial reporter was unsure of what surgical task the surgeon was performing when the instrument broke. The instrument did not make contact with any other instrument or other hard material during the surgical procedure. The instrument was not removed during the procedure. There were no post-operative tests performed to either check for or retrieve remaining fragments. There was no allegation of patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Video recording of the surgical procedure is not available for return to isi for review. The procedure was completed robotically with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported complaint was replicated/confirmed. The instrument was found to have broken blade at roughly 0.154¿ from the base. Visual inspection found scratch marks on the blade piece that still attached. The piece that broke off was not returned with the instrument. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage might detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. A review of the instrument log for the harmonic ace (part#: 480275-08/lot#: m90190714) associated with this event has been performed. Per logs, the instrument was last used on 03/02/2020 on system sk3224. This is a single use instrument.